Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons left a cotton chunk inside of vaginal canal [foreign body in reproductive tract]. Tampon left a cotton chunk inside vaginal canal when removed [complication of device removal]. Tampons left a cotton chunk [device breakage]. Consumer contacted via e-mail and stated that the tampons left a cotton chunk inside of her vaginal canal when she removed them. No serious injury was reported.